Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to disconnect the tubing from the site, tighten the t:lock, position the tubing downward, and administer a 5-unit bolus, which did not resolve the alarm. The customer then disconnected the tubing from the cartridge pigtail and attempted another 5-unit bolus as instructed, yet the occlusion alarm persisted. Finally, the customer was advised to replace supplies as necessary and continue with insulin therapy.